Manufacturer narrative:
This report is submitted on november 22, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently was treated with antibiotics (specific date, type and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on december 14, 2022.